Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the that customer's blood glucose level fluctuated from 389 mg/dl to 25 mg/dl. The customer stated his high blood glucose levels were caused by his surgery. The product was not returned. Nothing further to report.